Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the surgeon did not have the correct driver size (1.6 hex driver) in the hardware removal kit (the driver is not part of the kit bom) that was brought to the facility. This resulted in the patient having to be woken up, while another driver was being delivered- then the patient was put back to sleep to finish the surgery.